Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report numbers: 2017865-2021-40173, 2017865-2021-40175. During an in clinic follow-up, loss of capture resulting in pacing inhibition and episodes of oversensing was observed on the right ventricular (rv) lead, left ventricular (lv) lead and the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.